Event description:
The end of the wand is cracked. After insertion, the or team noticed it was cracked. It was not used on pt. They used another wand for procedure. This incident was reported on 6/20/97, the device was returned for eval on 6/24/97. After the eval of the returned device, the decision to file MDR report was on 7/30/97.